Event description:
It was reported that the customer was experiencing problems with air bubbles. The customer's blood glucose was 260 mg/dl. The customer ran a high pressure test of five units of insulin and received a no delivery alarm after 4.9 units of insulin. The customer ran another high pressure test, and the insulin pump passed. The customer stated that they experienced air bubbles during normal use of the insulin pump and sometimes after a set change. Advised customer how to correctly fill the reservoir and do an infusion set change. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.